Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was also noted that the device had a white residue of an unknown liquid on the motor and internal components. The assignable root cause was determined to be due to improper cleaning and failure to follow cleaning and maintenance procedures per the directions for use. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the electric pen drive device was running continuously in forward and reverse. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.